Event description:
It was reported while using bd eclipse¿ needle 25g needle pierced the shield. There was no report of patient impact. The following information was provided by the initial reporter: the product is ¿defective¿. Needle bent [shown to be piercing through the shield].

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 photo submitted for evaluation. The reported issues of needle bent, safety mechanism failure (eclipse) and needle through shield were not confirmed. Upon review of the photo the sample in the picture does not correspond with the material number reported. Bd cannot confirm the cause of the failure to our manufacturing process since no sample or photos showing the reported sample were returned for evaluation. A device history review could not be completed as no batch number was provided. H3 other text : see h10

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown device manufacture date: unknown medical device lot #: 05012004 was reported, however, this is not a lot # manufactured for the reported catalog #. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd eclipse¿ needle 25g needle pierced the shield. There was no report of patient impact. The following information was provided by the initial reporter: the product is ¿defective¿. Needle bent [shown to be piercing through the shield].